Event description:
The customer called to report high blood glucose levels for the past two weeks. The reported blood glucose reading was 263 mg/dl. The customer then stated that he was hospitalized for high blood glucose levels. The customer stated that the hospitalization may have been due to gastroenteritis. Troubleshooting was performed and the time was incorrect on the insulin pump. All other programming was correct. Found that the customer had gone six days without an infusion set change. The insulin pump passed the prime and high pressure tests. Advised the customer about the importance of having the correct time on the insulin pump and changing the infusion sets every two to three days.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.